Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, tss followed up with customer and customer informed tss that the bio-rad qc recovery is still high and have decided to try tosoh ipth qc, and will call back to report result. The qc was reported to be in acceptable range. On (B)(6) 2018, the customer performed instrument decontamination and recalibrated with a new lot of calibrator but then tried ipth run with bio-rad qc, and range was high. On (B)(6) 2018, field service engineer (fse) called customer and instructed customer to clean out the diluent and wash bottles, and prepare fresh wash and diluent and place on instrument, then prime and run ipth controls. Customer completed task as directed by tss, and customer reported results were all in range. The aia-2000 instrument is functioning without any issues. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under chapter 4, overview of system operation, provides detailed instruction on how to prepare and install the wash and diluent solutions in chapter 9, maintenance section states, cleaning wash solution and diluent tanks make a point of regularity cleaning the plastic tanks that hold wash solution and diluent. After mixing, the two solutions will remain stable for thirty days at room temperature. Simply topping up solution already in the tank after this period may result in the buildup of mold and bacteria that can change the ph balance. Changes in ph balance are a potential cause of between-run imprecision of some analytes. Clean tanks thoroughly with tap water, then rinse lightly with distilled water. If mold or bacteria is discovered, disinfect the tank and the aia-2000's wash solution and diluent lines using hypochlorous acid (or commercial chlorine bleaches). Details of disinfecting procedures are also described in chapter 9. Details of how to clean the bf wash probe is also stated in chapter 9. The most probable cause of the reported event was due to aged diluent and wash used on instrument.

Event description:
On (B)(6) 2018, a customer reported high bio-rad quality controls (qc) during calibration of intact parathyroid hormone (ipth) on the aia-2000 instrument. Technical support specialist (tss) advised customer to recalibrate with fresh reagents and perform qc after cleaning bf probes. Tss assisted customer over the phone on how to clean the bf probes. Customer then recalibrated ipth again and still got high qc. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.